Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, an item fell onto the pump and the touch screen became cracked. Customer is unable to interact with the pump due to the screen no longer turning on. Customer's blood glucose was between 140-200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.